Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient presented to the hospital for a scheduled follow-up. Stored egms revealed episodes of lead noise on the ventricular channel. Noise was reproducible with provocative maneuvers, particularly when patient move their shoulder. Fluoroscopy noted a possible insulation break on the lead just below the collar bone. Physician chose not to replace the lead due to low ventricular pacing. The patient will be monitored remotely. The patient's condition was good following the follow-up.